Event description:
Customer's daughter reports receiving an error after dosing while using the aviva system. Daughter reports customer has been getting err for the past month. Daughter reports customer had been hospitalized 3 times in the past month for seizures, and on at least 2 of those occasions was treated with insulin for high blood glucose. A request was made for return of the suspect product and a replacement was sent.